Event description:
The nurse attempted to start on IV in the patient's left antecubital vein but was unccessful. The catheter was removed. The nurse felt a tug on removal and checked the catheter. Approximately 1/8" to 1/16" of the tip of the catheter was missing. A surgeon was called. X-ray confirmed 2-3mm of the catheter tip in subcutaneous tissue. The tip was removed, under local anesthesia through a small incision. There will be a 1-2 mm scar in the antecubital fossa which will be unapparent over time.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.